Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after filling a cartridge with 300 units of insulin. Tandem technical support (cts) discovered the customer was not practicing the proper air removal technique. Cts reminded the customer to do so as this was off label. There was no impact to the customer¿s blood glucose level. Customer added insulin to the cartridge and loaded it successfully.